Event description:
Additional information received indicates that the patient's system was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Regular manufacturer report number: 1627487-2022-04927, 1627487-2022-04928, 1627487-2022-04929. It was reported that the patient may undergo surgical intervention due to lead migration.

Manufacturer narrative:
Date of event is estimated.